Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient followed-up in clinic. Upon review, the pulse generator was in backup vvi mode. Programming changes were made. The patient was sent home after the intervention with no issues.